Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.9,4.2, lab: 8.8. Time between 1.9 and 8.8 inr results: 2 hours 4.2 inr result was obtained later in the afternoon. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.